Event description:
The 3100a ventilator did not meet a specification while on a pt. When the low mean airway pressure (map) alarm switch was touched it caused an audible alarm. The pt was not compromised at all.